Event description:
Related to 1038671-2024-01492 (prior revision.) As reported, the patient was implanted with a right rtsa on (B)(6) 2019. On (B)(6) 2021, the patient underwent a second revision of the right shoulder; reason not reported.

Manufacturer narrative:
Pending investigation. D10: (B)(6) - 320-15-02 - rs glenoid plate sup aug, 10 deg. (B)(6) - 300-01-09 - equinoxe, humeral stem primary, press fit 9mm . (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6) - 320-20-34 - eq rev. Compress screw lck cap kit, 4.5 x 34mm. (B)(6) - 320-20-00 - eq reverse torque defining screw kit. (B)(6) - 320-10-00 - equinoxe. Reverse tray adapter plate tray +0. (B)(6) - 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) - 321-20-00 - equinoxe. Reverse shoulder drill kit. (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm.